Manufacturer narrative:
The customer reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 02 (compression tracking error) error message after the first compression was confirmed during review of the archive data and functional testing. The root cause was due to a failure of both single point load cells. The archive data review showed multiple ua02 error messages on the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua02 error message, thus confirming the reported complaint. As the drive shaft rotates and tightens the lifeband, the load sensors did not see the expected increase in load. The load cell characterization test indicated both single point load cells were defective. Both load cells were replaced to remedy the reported complaint. Subsequently, the platform was re-evaluated through the run_in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 02 (compression tracking error) error message after the first compression. No patient involvement.